Manufacturer narrative:
This report was previously submitted under medwatch 1822565-2014-01308. This report will be amended when our investigation is complete.

Event description:
It was reported the pt is experiencing pain and dislocation.